Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited undersensing, pacing inhibition, and high out of range pace impedance measurements. During an unrelated device changeout, evidence of twiddler's syndrome was observed in the pocket. The lead was left in service. No adverse patient effects were reported.